Event description:
Customer initially reports that the tip broke. (B)(6) 2011, the dental hygienist reports there was no patient harm but that there was potential for harm when the tip broke off, patient could have swallowed tip or she might have punctured the patients gingiva.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.